Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data will not be analyzed as signal loss for one hour or less is within specification. The complaint confirmation could not be determined. No root cause analysis was performed. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.